Manufacturer narrative:
The information regarding this complaint was rec'd on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error code 102.9 was rec'd from the laser system.